Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the probes will not stop once activated through the footswitch or console.

Manufacturer narrative:
Alleged failure: the probes will not stop. Probes have to be unplugged from console in order to stop. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be attempting to bend the not bendable probe, to use the probe without completely immersing tip in a conductive (saline). Type of tissue subject to ablation. An electrical short internal to the ceramic (location unable to be observed during visual inspection, requires milling of ceramic in order to verify) or an error with the associated console used during surgery. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The lot number on the complaint record cannot be confirmed because the unit was returned without the original packaging; therefore the device manufacturer date is not known. (B)(4).

Event description:
It was reported the probes will not stop once activated through the footswitch or console.